Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, the trunk cable was found to be cut, severing the brown (-5v) and black (main batt) wires in the trunk cable. The cause of the failure was the damaged wires. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.